Event description:
During the pt's initial implant, the pt experienced asystole during system diagnostic testing. The testing was performed three different times with asystole occurring each time. The diagnostics were within normal limits. The pt did not have any cardiac issues prior to implant. In order to see if there was a threshold for the anomaly to occur, the surgeon turned the pt on to 0.25 ma and 0.5ma - no asystole was noted. However, at 0.75 ma the asystole was observed and only ceased when the device was completely disabled. The surgeon then disabled the device and closed the pt. Attempts for further info have been unsuccessful to date.

Event description:
The reporter provided additional information to the manufacturer. The patient had no prior cardiac history. The family has no cardiac history. The patient experienced asystole during systems diagnostics testing during vns implant surgery. At the time of the event the patient was taking the following medications: lacosamide 300mg po bid, soma 350 mg po tid prn, and vicodin tid prn. Anesthesia medication was: midazolam 2mg, dexamethasone 10mg, cafazolin 1000mg, rocuronium 50mg, lidocaine 100mg, propofol 160mg, phenylephrine 100mg, fentanyl 150mg, odansetron 4mg, glycopyrrolate 0.3mg, and neostigmine 2mg. The implant surgery length was 2 hours and 20 minutes. The vns implant was completed following the asystole event. The asystole is related to the vns stimulation. The intervention taken was turning off the vns. The patient's hospitalization was not prolonged. The intervention was taken to preclude a serious injury. The generator is not currently programmed on.